Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. The device is an instrument and is not implanted/explanted. The investigation could not be completed and no conclusion could be drawn as the device has not yet been returned. Placeholder.

Manufacturer narrative:
(B)(4): the item has not previously been in for service. Therefore no service history review can be performed. Information relevant to the current complained issue is not found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: device needs to be sent in for repair because of failure. The motor of the device is noisy and gets stuck resulting in the device to stop functioning. No reported patient involvement. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No service history review can be performed. The item has not been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 28.02.2012. Additional evaluation was conducted. The report indicates that during the pre-repair diagnostic assessment, the service technician identified the following codes: failure code: cbxc (motor seized, rough running, defect) additional information: head full of powder; bearing is blocked, motor noisy probable cause code: edv (normal wear).